Manufacturer narrative:
One device was received for the evaluation that when setting up the device it kept saying upstream occlusion (uso). This alarm event pauses the delivery of the pump until the error is addressed. The review of event history was performed. There was no information related to the service history record. The visual and functional testing was performed. The complaint could not be duplicated, and the probable root cause was unknown. No repair activities were performed as the device awaiting customer approval.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when setting up the device it kept saying upstream occlusion (uso). This alarm event pauses the delivery of the pump until the error is addressed. There was no patient involvement.